Event description:
The customer reported that the device was slow to charge.

Manufacturer narrative:
(B)(4). The customer reported that the device was slow to charge. The customer was informed that this device has been out of support since (B)(6) 1999 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.